Event description:
Medtronic received information that 2 days following the implant of this transcatheter bioprosthetic valve, complete heart block was noted. A permanent pacemaker was placed 5 days post-implant. No other adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.